Event description:
It was reported that two (2) minicaps leaked; further described as ¿was leaking after capping up with the minicap" and "when another minicap was capped, water was still seen leaking." This was observed after treatment for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.